Event description:
Patient admitted with pneumonia. Complained of chest pain. Diagnosed as atypical chest pain with possible pacer dysfunction. Intermittent oversensing: intermittent under- sensing noted.~~~~~~~~~